Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. Corneal damage is identified as an anticipated risk associated with the procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device . The reported issue is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was due to surgical technique/experience with the device. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful right eye cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with detachment of descemet¿s membrane requiring repair. The surgeon performed a descemet''s membrane pneumopexy, following unsuccessful attempt to reattach the membrane via paracentesis. Three (3) days later during a slit lamp examination, the surgeon observed a complete reattachment of descemet''s membrane with the corneal edema completely resolved. Reportedly, two (2) subtle descemet folds were noted in the reattached area. According to the surgeon, the inside of the cornea was likely and inadvertently engaged (intraoperatively) during manipulation.